Event description:
It was reported that "the mattress dipping in the middle". During the onsite visit the arjo technician was told that the patient fell from the non-arjo bed used with arjo auto logic system. The technician evaluated the pump and no failure was found. The patient stated that the arjo device did not contribute to the fall.

Manufacturer narrative:
It was reported that "the mattress dipping in the middle". During the onsite visit the arjo technician was told that the patient fell from the non-arjo bed used with arjo auto logic system (consisting of mattress and pump). No injury was sustained. The patient stated that the arjo device did not contribute to the fall. No arjo device failure that could have contributed to the event was confirmed. The correlation between the mattress and the patient¿s fall could not be established. Although the patient stated that the fall was not related to the arjo device, it was not explained how exactly the event occurred and what contributed to the fall. The arjo technician suggested providing the bed with the side rails or the bed with a lowered bed platform. The auto logic system involved in the event met the performance specifications. The patient fell from the arjo mattress, therefore the arjo product was directly involved in the reported incident. However, the analysis revealed that there is no reason to believe that the auto logic system itself could cause a patient to fall. The complaint was assessed as reportable due to the patient¿s fall from the mattress.

Manufacturer narrative:
The investigation is on-going. Further information will be available in the next expected report.

Event description:
Following the information gathered the patient fall from the auto logic system, no injury was sustained. During the onsite visit the arjo technician suggest to provide the bed with the side rails or the bed with lowered bed platform. There was found no arjo device malfunction that could caused the fall.